Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor homes witch. It was unable to perform basic occlusion test, occlusion test, and prime test, excessive no delivery test or displacement test due to motor error alarms. Unit received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that he had been receiving no delivery alarms and had to use up his supplies over the last couple of weeks. Customer was changing the site and declined troubleshooting for the no delivery alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.